Manufacturer narrative:
One precision surface electrode kit system reference patch and liner were received for evaluation. The black connector pin on the system reference patch was found to be crushed and appeared to have been exposed to heat. Additionally, the black connector pin was no longer able to connect to the navlink. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported damage and exposure to heat could not be conclusively determined.

Event description:
During preparation, the cord to the reference patch was crushed and appeared to be burned.